Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: d234trk implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An impedance increase was noted. The weekly pace lead trend data shows an increase for maximum ventricular pace bipolar impedance equals 494 to 779 ohms peak between (B)(6) 2011 and (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead showed non-sustained ventricular tachycardia episodes in the diagnostics with short intervals. This in combination with an available electrogram, resulted in suspicion of a lead integrity/ lead-device connection issue. The episodes did not appear to be classic lead fracture in appearance and nothing could be reproduced with provocation tests. There was nothing obvious seen on x-ray other than the rv lead was in a septal position, but the pins at the header could not be clearly seen. The rv thresholds were 0.5v @ 0.4ms at implant but had been increasing over the years. It was last measured at 2.25v @ 1ms. The maximum values of the rv impedance were slowly rising as well. The ICD therapies have been programmed off and the patient has been booked for a procedure in the cath lab for further investigation. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.